Event description:
It was reported to philips the device system was not working properly. There was no patient involvement.

Event description:
It was reported to philips, the device system was not working properly. Multiple requests, were made for additional symptom information. However, no additional details were received.

Manufacturer narrative:
The customer contacted the philips response center. The case was closed. Multiple requests, were made for evaluation information. However, no additional details were received. Multiple requests, were made for resolution information. However, no additional details were received. The device remains with the customer. No conclusion can be drawn. There is no indication of a systemic problem. No further investigation or action is warranted. Reporting institution phone number: (B)(6); reporter phone number: (B)(6).